Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the customer had high blood glucose and issues with insulin pump. Customer's mother stated the blood glucose reading is not transmitting from meter to pump. In addition, there are lines across pump screen. Customer's blood glucose was 347mg/dl. Customer has been sick for the last weeks with high blood glucose, due to pump and meter not working as designed. Customer's mother stated the customer lost weight due to this. Customer's blood glucose at the time of incident was 400mg/dl. Advised customer the pump will need to be replaced. Customer's mother declined high blood glucose troubleshooting.